Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 425 mg/dl at the time of the incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Customer stated drive support cap was appears normal. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.